Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power off the clv-190, connect scope, and power on the device. Afterwards, the issue was resolved. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii xenon light source front panel lights are flashing. The event occurred during procedure. And there was no patient harm or user injury reported due to the event.

Event description:
The customer confirmed that there were no error messages on the device. The procedure was not delayed. The procedure was completed using a similar device and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, d4 and h4. The information in b5/d4/h4 was inadvertently omitted from the initial medwatch report. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the front panel lights were flashing due to a communication error. The issue was resolved by turning off the device, inserting the scope and turning it back on. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.